Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "january 2020". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 350 mg/dl and self-treated with 22 units of insulin bolus. Customer subsequently experienced sweating and loss of consciousness. A reading of 30 mg/dl was obtained on the competitor meter and customer was re-sugared with (B)(4) (sweet beverage) by his wife. No further treatment was required. There was no report of death or permanent impairment associated with this event.